Event description:
Fracture. Fracture of the implant, the doctor decides not to remove the rest of the implant. Symptoms as a result of the event: none. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Was the procedure completed using another implant or another device? No. Tooth site # 12.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant was fractured at the body. The body of the implant was not returned. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, the implant malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.